Manufacturer narrative:
Findings: pump received with critical pump error alarm and unable to download, problem isolated. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error alarms due to critical pump error alarm. Pump received with scratched case, serial number label missing, end cap address label fading and peeling, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm and power failure detected alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for critical pump error was performed. Customer advised they were unable to clear the alarm and they were advised to insert a new battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.